Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 577 mg/dl at the time of incident and current blood glucose level was 593 mg/dl. Customer treated with manual injection. Customer did not provide any symptoms related to high blood glucose. Customer continue troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.